Manufacturer narrative:
Device bla number: na. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm tmicl13.7 implantable collamer lens, -14.50/+2.5/100 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The lens was reported as being too large and will be removed. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: b5: additional surgery was performed - enlargement of pi by yag. The lens was explanted on (B)(6) 2020 due to excessive vaulting, angle closure with elevated intraocular pressure (iop). The lens was exchanged with a shorter lens and the problem was resolved. Post-op patient experienced halo, glare and blurred vision. See MFR#: 2023826-2020-02282. The cause was due to user error. H6: health impact- clinical code: 4581 - angle closure. H6: health effect impact code: 4625 - additional surgery; yag - enlargement of pi. Claim#: (B)(4).